Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, there was bipolar recognition failure on the integrated electrosurgical unit (iesu). The customer confirmed that the same issue persisted on another bipolar port on the iesu. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer replace the energy cable and the instrument; however, the issue remained the same. When the customer performed power cycle of the iesu, the bipolar was still not recognized on the iesu. The customer elected to continue the procedure without using the bipolar energy. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the iesu initialized without issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could not reproduce the reported issue and replaced the iesu proactively. System was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) and completed the device evaluation. The unit was analyzed but the reported failure could not be reproduced. The unit energized and cauterized and all ports recognized instruments. The complaint was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument that was used in this reported procedure for failure analysis investigation. The instrument was analyzed, and the initial findings were not confirmed. The instrument was placed on a different in-house system and connected to a different generator with a new cautery cord and failed the energy recognition test. Additionally, the continuity was retested and passed. This indicates that there may be an issue with the energy instrument identification board (eiib). The eiib was inspected but no visible damage was observed. It is possible that the eiib ID was incorrectly programmed onto the instrument radio frequency identifier-ID (rfid) so that the information read by the generator does not match the information read by the system from the rfid.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm fenestrated bipolar forceps (fbf) instrument associated with the customer-reported complaint. The instrument was analyzed, and the conductor wire was not broken and passed energy continuity test. The instrument was placed in an in-house system and displayed check energy cord connection. The energy cord was tried on a golden instrument and passed energy deliver test. Components adjacent to this wire do not show damage. Initial findings were confirmed. The instrument was placed on a different in-house system and connected to a different generator with various cords and still failed energy recognition. Additionally, continuity was retested and passed. This indicates that there may be an issue with the energy instrument identification board (eiib). The eiib was inspected but no visible damage was observed. The reported issue was confirmed based on the analysis of the instrument.

Event description:
Refer to h10/h11 for follow-up information.